Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the third attempt to have the device and components returned for evaluation, the customer stated that the device will be returned after receiving the return instructions. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 03, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information includes alleged eye irritation, nose irritation, skin irritation, dizziness or headache, hypersensitivity, nausea or vomiting, kidney disease or toxicity, lung disease, reduced cardiopulmonary reserve, pneumonia, weight gain, and hypertension.  The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events and product problems. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.)  Section h1 was changed from malfunction to serious injury.  Section h6 health effects: clinical codes and health effects - impact code was updated.

Manufacturer narrative:
Additional information was received on feb 21, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles and also alleged eye irritation, nose irritation, skin irritation, dizziness or headache, hypersensitivity, nausea or vomiting, kidney disease or toxicity, lung disease, reduced cardiopulmonary reserve, pneumonia, weight gain, and hypertension related to a CPAP device's sound abatement foam. Additional information received that the patient dignosed with cyst on kidney and patient was prescribed medication for dizziness and breathing issues. Section e1 has been updated in this report.